Manufacturer narrative:
It was reported that the patient has suspected excess bone cement or hematoma in the posterior compartment. The surgeon has requested replacement poly inserts as there is concern that excess bone cement may have damaged the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient has suspected excess bone cement or hematoma in the posterior compartment. The surgeon has requested replacement poly inserts as there is concern that excess bone cement may have damaged the poly inserts.